Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a recurring no delivery alarm. The customer¿s blood glucose was 109 mg/dl at the time of incident. Customer stated that they have tried all the remedies and did not resolve the issue of no delivery alarm. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Insulin pump passed rewind test, basic occlusion test, occlusion test, primetest, excessive no delivery test and displacement test.